Manufacturer narrative:
In compliance with 21cfr part 820.198 - quality system regulations and natus quality management system, we initiated the investigation prior to this complaint. The cause of the problem was identified as defiency in the manufacturing process at our supplier which resulted in weld failure. Following 21cfr part 806, natus has determined that field corrective action required. The fca is in progress to fix all the affected carts.

Event description:
Natus field service staff was replacing a computer while he observed two defective camera mast on ergojust carts and found out the weld was cracked on one cart. He requested for replacement of those two carts.